Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. Based on the results of the investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the video function did not work properly due to a cable failure, and the phenomenon, ¿bad image¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation determined the cause to be a faulty cable and smashed connector tip. In addition, the evaluation observed the following: faded serial plate and bad image. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was poor image quality while using hd autoclavable camera head. There was no patient harm associated with the event.